Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The product was returned and was received in two separate sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located approximately 430mm distal to the strain relief. The hypotube was also noted to be kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the damage identified. A visual examination identified that the balloon was unfolded and had been subjected to positive pressure. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device that could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the 10mmx3.5mm severely tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure when withdrawing, the balloon became kinked at the proximal lad. In order to withdraw easily, the physician fractured the device at the arterial sheath. No patient complications reported.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the 10mmx3.5mm severely tortuous and severely calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure when withdrawing, the balloon became kinked at the proximal lad. In order to withdraw easily, the physician fractured the device at the arterial sheath. No patient complications reported.